Manufacturer narrative:
Serial number was not provided therefore UDI is not available. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient presented with multiple pump stops, occurring in the emergency department on battery power. Additional information states that patient has a history of clamshell repair proximal to drive line at controller level. There is a clamp on the drive line connecting to controller. Patient exchanged controller at home, when prior controller plugged in, it was unable to retrieve any data. No log files were sent. The current controller shows ¿drive line fault¿ when connected to monitor, but is not alarming and does not alarm or show yellow wrench/red heart when on battery.

Manufacturer narrative:
Section b5: the controller that was unable to retrieve data (serial # (B)(6) is addressed under MFR # 2916596-2020-04914. The controller that the patient was exchanged to and reportedly failed to alarm (serial # (B)(6) is addressed under this report. Manufacturer's investigation conclusion: the reported event of the driveline fault being displayed on the system monitor but not alarming on the controller could not be confirmed as no log files were submitted for review; however, the reported event does not indicate any issues with the controller as it is consistent with the design of the controller. By design, the driveline fault alarm is an inaudible alarm that is only displayed on the system monitor and not on the system controller. The heartmate ii left ventricular assist system instructions for use (IFU) explains all alarms, including the driveline fault alarm, and the actions to take when an alarm occurs. The IFU also informs the user that the driveline fault alarm is only displayed on the system monitor. The reported pump stops and driveline fault are addressed via the pump in MFR # 2916596-2020-03336. The system controller was not returned for evaluation. The reported event did not indicate an issue with the system controller; the driveline fault alarm is only displayed on the system monitor by design. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) was shipped to the customer on 18oct2016. Heartmate ii instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including the pump off and driveline fault alarm conditions, and the actions to take if the alarms cannot be resolved. This section also informs the user that some alarms, including the driveline fault alarm, are only displayed on the system monitor and not on the system controller. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.